Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reported on the second firing that the tissue slid out as he fired the stapler. He squeezed the handle twice then decided to reverse the blade to open the device. The first firing was a green load without issue and the load in question on the second firing was a blue load. The surgeon stated that the device felt "different" when he squeezed the handle. The blade did cut and staples appeared to form. The surgeon requested another device be opened along with another blue load. The case was completed as typical with the remaining firings with blue loads. A leak test was performed and no leak was apparent. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge, incomplete cycle. The long60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. A batch record review was performed and no anomalies were found during the manufacturing process.